Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, high pacing thresholds and loss of capture were observed on this left ventricular (lv) lead. A lead dislodgment was suspected and the system was reprogrammed to inhibit lv pacing. This lv lead remains in service. No adverse patient effects were reported.